Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unknown date in june 2009, a second cardiovascular event on or about (B)(6) 2009 subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products.